Event description:
It was reported that the protection sleeve and a drill sleeve were discovered to be sticking/not coming apart properly. This was issue was identified at the facility while the synthes sales consultant was putting instrument trays back together. There was no surgical procedure or patient involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) was received: protection sleeve (part # 03.010.063 / lot # 1973034), the returned devices show signs of regular usage. There are numerous scratches and marks on the external barrels of both devices. The distal tip of the protection sleeve is gouged. The complaint condition of the two devices sticking was unable to be confirmed. The devices operated as intended and did not stick or bind. The cause of the complaint could not be determined. A visual inspection, functional test, and DHR review were performed as part of this investigation. There were no issues found with the returned device, therefore a corrective action is not warranted. No product design issues or discrepancies were observed. This complaint is unconfirmed. Additional product code: fsm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.